Manufacturer narrative:
(B)(4). The ventilator was evaluated and it was found that the exhalation flow sensor's film rod was damaged from its support posts.

Event description:
Report received of ventilator entering a ventilator inoperative condition. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.